Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and reported that pump supplies would be changed. Customer's blood glucose was in 400-538 mg/dl range. Elevated blood glucose was address with manual injection.